Event description:
It was reported that the drill bit broke in the patient on the first use. All broken bits were removed from the patient. The hospital is not willing to pass on any patient details or x-rays. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation has shown that the fracture face of the drill bit is homogenous which indicates material conformity. As no details about the event were provided we can only assume that too much lateral stress was applied onto this device. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural ability. We produced (B)(4) pieces of this lot and all are sold meanwhile. We are not aware of any other breakage or complaint regarding to this lot. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. As no details about the event were provided, we can only assume that too much lateral stress was applied onto this device. Thus, the device failure is related to the conditions of use and operational context contributed to this event.